Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. The reason for the hospitalization and the customer's blood glucose level was not provided. Reportedly, the customer was discharged on (B)(6) 2018. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.